Event description:
During follow up, high defibrillation impedance was observed on the right ventricular lead due to suspected lead insulation damage. Lead revision is anticipated but has not been performed. The patient was stable.